Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 13:58:32 on (B)(6) 2025. At 09:56:13 on (B)(6) 2025, an arrhythmia was detected. ECG shows severe bradycardia @ 10 bpm degrading to asystole. At 09:57:23, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The rhythm at the time of treatment was asystole, which is a non-life sustaining rhythm. Post shock rhythm was severe bradycardia @ 10 bpm degrading to asystole. At 10:05:56, an arrhythmia was detected. ECG shows asystole. At 10:07:04, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The rhythm at the time of treatment was asystole, which is a non-life sustaining rhythm. Post shock rhythm continued to be asystole, which is a non-life sustaining rhythm. The device was shut down at 17:13:32 on (B)(6) 2025.